Manufacturer narrative:
E1: patient city: madison. Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an adhesive event with an infusion set as the tape was not sticking and it came off. No further information available.